Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would turn on and off automatically. The patient had a fall which was believed to be device related and it was also believed that there could be a problem with the ipg. Database analysis showed that the impedance measurements revealed one contact with a high value. The patient will undergo an ipg replacement procedure per patient's and physician's preference.

Event description:
A report was received that the patient's ipg would turn on and off automatically. The patient had a fall which was believed to be device related and it was also believed that there could be a problem with the ipg. Database analysis showed that the impedance measurements revealed one contact with a high value. The patient will undergo an ipg replacement procedure per patient's and physician's preference.